Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was found that the patient's pacemaker eroded from the pocket. The physician elected to remove the full system as a prophylactic measure. The patient was recovering post-procedure.